Manufacturer narrative:
Carestream health has investigated this adverse event and has determined this is a software defect which requires a correction to the installed base. A report of corrections and removals was submitted to the FDA on november 15, 2016. This concludes the final report.

Event description:
Carestream health became aware of a software defect with the product resulting from a customer complaint. This defect could result in incorrect measurement units.

Manufacturer narrative:
Carestream health is investigating this complaint and will provide a follow up report within the required timeframe. A CAPA has been initiated to document this investigation and root cause analysis.

Event description:
Carestream health became aware of a software defect with the product resulting from a customer complaint. This defect could result in incorrect measurement units.